Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The following information was provided by the initial reporter: a normal saline flush was performed following the completion of chemotherapy administration. While coiling the IV tubing around the bottle in preparation for disposal after the flush, the spike connector was damaged.